Event description:
The customer alleged oil mist haze from their sterrad 200 sterilizer. The haze started while they were running a cycle, so they canceled the cycle and have taken the unit out of service. The customer indicated they didn't experience any human reactions to the haze.

Manufacturer narrative:
Fse found unit oil mist filter element loose. Tightened filter element. Tested unit. Ran empty cycle test. Unit meets specifications.